Event description:
Pt had chest tube connected to atrium h2o seal. Ren noted on rounds the pt had an increase in subcutaneous emphysema over chest and abdomen. Water seal was dry. Physician notified and chest tube placed back on suction. The next day the pt was put back on atrium with water seal. Investigation revealed the nurse had changed the atrium drainage system the day before, because the chambers were full and forgot to add the water to the airleak chamber. The omission was not picked up, until the next day. The pt did not have lasting injury.